Event description:
It was reported that during an unknown procedure the surgeon had the device inside patient¿s abdomen, used it and stopped to move the bowel out of the way and when he was about to use it again, we noticed that one of the 2 jaws came off. It fell in patient¿s pelvic area. The surgeon has to spend 5-10 mins to find and took it out of the patient¿s abdomen. The patient is safe but we have to spend more time in finding the jaw when the surgeon could have started closing the vault.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024 b3: event year only reported: 2024 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Was this procedure converted to an open procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.